Event description:
It was reported that this implantable cardioverter defibrillator (ICD) potentially delivered inappropriate anti-tachycardia pacing (atp) and shock for supraventricular tachycardia (svt) across several episodes. The device was reprogrammed. The physician will adjust medication for the patient. The device remains in use. No additional adverse patient effects were reported.